Event description:
Boston scientific received information stating: dislodgement of the atrial lead was discovered, the atrial lead is st jude medical tendril st 1888tc-52 cm serial number (B)(6). Corrective action: vvi mode conserved, no extraction of the atrial lead scheduled right now. Onset date (B)(6) 2010 hospital: (B)(6), france. Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).